Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed.the batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu.product not returned for analysis.

Event description:
Peripheral cutting balloon registryit was reported, in 2004, the patient underwent treatment for the peripheral cutting balloon device for one lesion. The target lesion was at the efferent vein of avf with no vessel tortuosity. The lesion type was denovo with no calcification at target lesion. The angiographic data for target lesion showed the reference vessel diameter 5.5 mm, lesion length 10.00 mm. Pre-procedure 80 % stenosis, and post-procedure 10% stenosis. Lesion morphology showed concentric stenosis and tight stenosis lesion. Patient one month follow up visit the following month, vital status of the patient was alive, and the comments noted ¿restenosis¿. The same month, the patient had conventional angioplasty, angiographic restenosis. The target lesion has remained patent since the procedure. No additional information provided.patient three month follow up visit in 2005, vital status of the patient was alive, and the target lesion remained patent since the procedure. The patient six month follow up visit four months later, vital status of the patient was alive, and the target lesion remained patent since the procedure. The patient twelve month follow up visit seven months later, vital status of the patient was alive, with other diagnostic examination that included checking of blood pressure and flow during dialysis. The target lesion remained patent since the procedure. The patient did not experience an adverse event nor had any intervention since the procedure on the target vessel. No additional information was provided.